Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported getting (unspecified) higher than feels readings on their precision xtra meter, taking (unspecified) medication to bring his blood sugar down and subsequently losing consciousness. The paramedics treated customer with oral glucose on the scene. There was no report of death or permanent impairment associated with this medical event.